Event description:
It was reported that the system displayed a motion error after booted up. The engineer stated that the left remote user interface was not working. Therefore, this was a completely loss of motorized c-arm movements. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.